Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall a little over 2 weeks ago (also noted that the fall occurred at the end of november and clarified that it was ¿after thanksgiving I know that¿) where they landed on their back ¿really hard. Now the patient was unable to fined the implant with the controller. It was reviewed with them that the fall could be related to this and the patient was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient was not seen by them for the issue and they had not taken any actions to resolve the issues as they had not been contacted by the patient. No further complications were reported.